Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5072-52, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1473;s explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.